Manufacturer narrative:
The reported event of contamination of device ingredient or reagent was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found the atrial septum and setscrew damaged by the end-user by inserting the wrench tool at angles to the screw inset stripping the atrial setscrew. No contamination or foreign material was noted. Final analysis performed after replacing the atrial setscrew indicated normal device functionality with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During the procedure, there was blood noted in the atrial port of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.